Manufacturer narrative:
Concomitant medical products: product ID 37752, serial# (B)(4), implanted: (B)(6) 2006. Product type: recharger: product ID 37742, serial# (B)(4), implanted: (B)(6) 2006. Product type: programmer, patient: product ID 3708360, serial# (B)(4), implanted: (B)(6) 2006. Product type: extension: product ID 3487a-56, lot# j0546627v, implanted: (B)(6) 2005. Product type: lead. (B)(4).

Event description:
It was reported that a week ago saturday ((B)(6)) there was a severe electrical storm in the patient's residential area during the night and a strong "shock" from his stimulator woke him up. Since then, the back of the patient's neck was swollen a bit and he was feeling "vibration" like his regular stimulation on the right side of his head like he did on the left. He only has one lead supraorbital on the left side. The patient was going to be getting an appointment to see his physician. Additional information received reported that the patient was reprogrammed and impedances checked. The impedances were fine and the patient was reprogrammed to comfort. The patient was no longer going to see his physician as he was doing okay now. Additional information has been requested, but was not available as of the date of this report.